Event description:
It was reported the pt experiences discomfort at the ipg site when stimulation is increased. As a result, the pt met with an sjm representative for troubleshooting. Diagnostic testing revealed no anomalies. During the appointment, the pt did not experience any discomfort. The pt was instructed to keep stimulation at a comfortable level.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.